Manufacturer narrative:
Initial 1 of 2. E1 : (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient faced adhesive issue for multiple sets on (B)(6) 2026. The infusion set was not adhered as patient fell off during at night while rolled around etc.